Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 2 drawer 7 failed and was unable to open. The drawer does not produce any audible response when accessed and was unable to be recovered. The customer rebooted the pyxis station, but the drawer continued to display as a failed unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 had open error as the latch inseparable was missing. A field service engineer (fse) replaced the latch inseparable to resolve the issue and verified drawer operation. The system functioned as intended after the field service engineer repaired the device.